Manufacturer narrative:
The electrode belt sn (B)(4) and monitor sn (B)(4) have been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 08/15/2019, belt 02/02/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems was called the patient's family was told to perform CPR until ems arrived. Review of the patient's download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal and CPR artifact on the date of passing. The patient was in sinus tachycardia at 100 bpm with CPR/motion artifact at 03:10:14 on (B)(6) 2021. The patient was in an idioventricular rhythm at 30 bpm, degrading to asystole with intermittent cardiac activity between 03:17:58 and 03:22:17. The patient's rhythm transitioned to an idioventricular rhythm at 40 bpm before degrading to asystole between 03:27:37 and 03:30:45. The patient's rhythm transitioned to an idioventricular rhythm at 20 bpm with CPR/motion artifact at 03:31:35. The patient's rhythm degraded to asystole with CPR/motion artifact at 03:32:47. The patient received the inappropriate treatment at 03:32:47. The patient's rhythm at the time of treatment was asystole with CPR artifact. The patient's post-shock rhythm was asystole. The electrode belt was disconnected at 03:33:27. It was not reported who disconnected the electrode belt.